Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red irritation from garment rubbing under armpit. There was no alleged device malfunction contributing to the irritation. The patient¿s sister who is a nurse applied wound gel for the skin irritation. Follow up indicated that the skin irritation improved